Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose levels were 6.7 mmol/l and 3 mmol/l. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer informed that his blood glucose had gone down in the past few days during the evening, he had to drink juice to bring the blood glucose level up. Customer had treated with food and glucose tablets. Customer informed that the amount of insulin seemed to be different on the insulin pump screen and reservoir. The customer did not allege the insulin pump for over delivery. The insulin pump will not be returned for analysis.